Event description:
The customer reported an undetermined amount of fluid leaked from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and incomplete tube forward error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/20/2015. The fse found crimped tubing preventing vc3 (needle vent chamber) from draining, which caused the needle bellows to overflow with diluted blood. The needle assembly was replaced, resolving the leak and also the incomplete tube forward error messages. (B)(6).